Manufacturer narrative:
More info surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).

Event description:
It was reported that during pt treatment, the ventilator generated two technical alarms. One indicating disabled valves and the other indicating an error in internal memory. There was no pt injury. (B)(4).